Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-03 h.6. Investigation summary a device history review was conducted for lot number 1910142 there was no issue while manufacturing. 1 sample was returned to sbdm, based on the investigation result of the complaint samples, sbdm found that there was a bent tip of complaint sample. The likely cause is that the bent tip may be occurred while syringe assembly process. This is because the complaint sample was not supplied on the assembly machine properly through guide in the assembly machine and when the complaint sample force to be back on the guide properly the tip was damaged. This temporary malfunction of the syringe assembly machine caused the complaint case.

Event description:
It was reported that the syringe boin tube 10ml 21g 1-1/4in experienced the tip/luer of syringe cracked/damaged/deformed/bent. The product defect was noted prior to use. The following information was provided by the initial reporter: when the package is opened, the syringe tip is bent.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the syringe boin tube 10ml 21g 1-1/4in experienced the tip/luer of syringe cracked/damaged/deformed/bent. The product defect was noted prior to use. The following information was provided by the initial reporter: when the package is opened, the syringe tip is bent.